Manufacturer narrative:
This report is submitted on november 13, 2018.

Event description:
Per the surgeion, it was reported that the patient sustained a head trauma to the implant site resulting in displacement of the electrode. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Correction: no explant occurred as per previous MDR filed, it was reported the patient underwent revision surgery to re-insert the partly displaced electrode array. This report is filed on november 28, 2018